Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. There was no service record relevant to the reported event, found. There was also, no product returned on this investigation for testing. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H3, h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer's internal reference number is: (B)(4).

Event description:
A nurse that reported a system provided inconsistent measurements resulted in an intraocular lens exchange in the unknown eye of the patient during cataract surgery.